Manufacturer narrative:
(B)(4).

Event description:
It was reported that the packaging was ripped. An 8.3 flexima¿ biliary catheter was selected. Upon unpacking, it was observed that the wrapping was ripped and the tube part of the device was sticking out of the packaging. There was no patient involved.

Manufacturer narrative:
Device evaluated by MFR.: investigation completed. The device was returned for evaluation. Visual inspection of the device observed that the package was ripped over its label. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
It was reported that the packaging was ripped. An 8.3 flexima¿ biliary catheter was selected. Upon unpacking, it was observed that the wrapping was ripped and the tube part of the device was sticking out of the packaging. There was no patient involved.